Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reload the existing cartridge without success and was guided by support to clean the pump's pneumatic tap area. Although encouraged to load a new cartridge, the customer declined to do so and declined troubleshooting with tandem technical support